Event description:
It was reported the revisions occurred on 2013-(B)(6). The revisions occurred due to impedances over 4,000 ohms on all electrode combinations.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent lead revision surgeries. The revisions may be due to physical activity. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a leak "break." No complications reported after replacement. Later, patient was reported as fine.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va02pxm, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead ; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).